Event description:
During a gore tag endoprosthesis procedure, the guidewire access was lost and the guidewire was reinserted. Following the successfull deployment of the device, a perforation of the aorta was detected. The clinician stated that the perforation may have been caused by the reinsertion of the guidewire. A conversion to open repair was made to repair the perforation. At the close of the procedure and with the removal of the introducer sheath, the iliac artery ruptured. A conversion to open repair was made to repair the iliac artery. The open repairs were successful and the pt recovered.